Event description:
Reportedly, during (B)(6) 2011 f/u, a warning related to a suspected abnormal atrial lead impedance measured on (B)(6) 2011 was displayed to the user. However, all other f/u data were normal. The physician asked for an analysis of the reported event.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.